Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller having exposed wires on the black power lead was not confirmed. The heartmate 3 system controller was not returned; however, a log file was submitted. The submitted controller event log file contained data spanning approximately 2 days ((B)(6) 2023 ¿ (B)(6) 2023 per the timestamp). There were no notable atypical alarms active in the log file. Additionally, no photos or any other applicable documents were submitted that would confirm the damage to the power cables. Multiple attempts were made to obtain additional information about the reported event such as if the product will be returning to abbott; however, no response was given. If the product returns, the file will be reopened to address the return. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller connectors and cables. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the controller had exposed wires on the black power lead. The patient denied any alarms. The controller was exchanged.